Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. Customer reported to philips that the system could not start up. The philips remote service engineer (rse) inspected remotely and confirmed that the issue was resolved by shutting down the system, switching off power supply of the device, and after 3 minutes, switching on the device. The system was returned to use in good working condition. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the system could not start up. The device use was unknown at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint. The complaint device azurion 5 m20 (722281) is not sold in the us. However, its similar device 722228 is marketed in the us under 510(k): k200917.